Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A complete lead was returned for analysis. The reported complaint of externalized conductors was not confirmed in the laboratory. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient received vibratory alerts due to high pacing lead impedance. Upon interrogation, high thresholds, loss of capture and decreased sensing were observed. Upon explant, externalized conductors were reported to have been observed afer the extraction procedure.